Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by cleaning the cup, ict-ref and ict probe. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the cup, ict-ref and ict probe did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the cup, ict-ref and ict probe were identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for three samples. The following results were provided: ida (B)(6), initial result 163 nmol/l and repetition 145 nmol/l, ida (B)(6), initial result 160 nmol/l and repetition 143 nmol/l, ida (B)(6), initial result 160 nmol/l and repetition 144 nmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for three samples. The following results were provided: ida (B)(6) initial result 163 nmol/l and repetition 145 nmol/l; ida (B)(6) initial result 160 nmol/l and repetition 143 nmol/l; ida (B)(6) initial result 160 nmol/l and repetition 144 nmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.